Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming for downstream occlusion alarm. The patient changed the cassette and checked for kinks, closed claps or air bubbles. The patient cleaned the sensor and acknowledged that the pump stopped alarming and delivered medication with infusion rate 2.9 ml per hr. There were a patient involvement and no patient harm.